Manufacturer narrative:
One ev1000 platform system was returned for product evaluation. The suspect panel and data box were tested using a known good working ethernet cable. There was appropriate connectivity without any issues observed. The ethernet cable was able to attach into the ethernet ports properly. The data box was tested per the functional test and it passed and there were no errors displayed. The system was tested by connecting to a patient simulator and all patient readings were within normal ranges. The display screen progressed normally without any issues. The data box connectivity was tested and passed. There was physical damage to the databox light pipe observed, but that did not affect functionality. The device service history record review was completed and all manufacturing inspections passed with no non-conformance's. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The reported event was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.

Manufacturer narrative:
The product has been returned for analysis; however, the evaluation has not been completed. Upon receipt of the evaluation findings a supplemental report will be submitted with the results.

Event description:
It was reported that during patient monitoring with the ev1000a platform system and the evec1 ethernet cable, the patient parameter values were displaying too high for the patient¿s condition. This was noticed by the clinicians. In addition, the display screen would change to gray and it would not progress. The evec1 ethernet cable has physical damage to the connector. The products were removed from the patient. There was no inappropriate patient treatment administered. There was no patient compromise. There is no patient demographic information available.